Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that multiple knives were not sharp during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of not being sharp therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are seven additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes related to the inspection process of the knives have been identified. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. An investigation has been completed and action has been implemented to reduce the frequency of complaints for dull knife blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).